Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to under 50 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hypoglycemia and vomiting. The patient had administered a bolus of 3 -5 units of insulin. In addition the patient consumed milk, a muffin and in which the patient vomited. The patient also consumed a soft drink. Once at the hospital the patient was given intravenous fluids. The patient was released from the hospital after 3.15 hours.